Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user consumed multiple bagels and did not perform a meal announcement due to not understanding how to announce snacks, after which she experienced a high blood glucose followed by a low. Symptoms included hyperglycemia and hypoglycemia. Outcomes included transient blood glucose fluctuations without hospitalization. Investigation included user education on meal announcement practices focused on carbohydrate-based selection. Investigation of this case revealed user error related to missed and unclear meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to inadequate understanding of meal announcement workflow.